Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the xenon light source had an issue capturing images. The field service engineer (fse) arrived on site and reseated all cables and power cycled the device. The endoscope was plugged back in, and the device was able to capture images. There were no reports of patient harm.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and trouble shooting was done. The fse reseated all cables in cv-190 and power cycled the device. Endoscope was plugged in and fse was able to capture images using button # 4 (customer set). Device worked as intended and the fse returned the device to the customer for normal use. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was not returned to olympus for inspection. However, an onsite inspection was performed by an olympus field service engineer (fse), and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation the most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.